Event description:
It was reported that during an ablation procedure, the bolt caused pixel drop, did not show thermal dose threshold (tdt) lines, and signal loss. The bolt was said to cause artifact in the brain for superficial lesions. This artifact caused an issue with the treatment of the patient's lesion due to the lesion being so superficial, along with the pixel drop and tdt lines. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the bolt caused a signal void in the MRI images.